Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4)evaluation summary: (B) (4) no anomalies were found however, on visual inspection, grommet damage was noted.

Event description:
It was reported during the inplant procedure that noise was heard while the physician was suturing the device pocket. The noise was reproducible with pocket manipulation. The device was not implanted. No patient complications have been reported as a result of this event.